Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and showed the sheath distal tip appeared to be split, the 3mensio showed calcification present in the patients left access vessel. The complaint for sheath distal tip split was confirmed based on the provided device imagery. A review of the device history record (DHR), lot history, and manufacturing mitigations revealed no indication of a manufacturing non-conformance contributing to the event. Additionally, no deficiencies were identified in the instructions for use (IFU) or training materials, and no abnormalities were reported during device unpacking. In this case, it is likely that the removal of the burst ballon contributed to the observed distal tip split. A balloon burst could make it difficult to deflate the balloon and would alter the balloon profile during removal. As the balloon burst, the altered balloon profile could have made it more susceptible to catching on the distal end of sheath tip. Calcification may have also contributed to the distal tip split as confirmed via the provided 3mensio. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can damage the distal tip. As such, available information suggests that procedural factors (withdrawal of burst balloon) and/or patient factors (calcification) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral tavr with a 26mm sapien 3 ultra valve, after deploying the valve, during deflation the balloon of the 26 commander delivery system (ds) burst. A transthoracic echocardiogram (tte) was immediately performed to confirm valve placement, level of pvl which was none, and effusion which was also none. The balloon was removed to the point of the 14fr esheath+ where resistance was met. The decision was then made to withdraw the sheath and ds as a unit. A new sheath was immediately inserted in angio of groin/iliacs and no vessel injury was noted. A bav was not performed prior to the procedure and 2ml of extra volume was added to the balloon. There was no leakage observed, and no damage noted to any other device. The valve was successfully placed. There was no injury to the patient, and the patient is in stable condition. Engineering imaging review showed the distal tip was split.